Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. In addition, it was reported that the pump touchscreen was unreadable. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 285 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.